Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported in the patient's medical records that the patient was implanted with a spinal cord stimulator in 2005, and the patient experienced a generalized tonic-clonic seizure in 2005 after undergoing surgery during recovery there. It was reported that there was no further evaluation or treatment after that [see manufacturer's report #: 3004209178-2015-17909 regarding similar seizure-like episodes in 2015 and long-term video electroencephalogram results for seizure-like episodes in 2015]. It was noted that there was a discrepancy regarding the implant date: the patient's medical records provided by the healthcare professional's office indicated the ins was implanted in 2005, however the manufacturer's information indicates the ins was implanted (B)(6) 2015. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
Correction -- it was noted that there was a discrepancy regarding the implant date: the patient¿s medical records provided by the healthcare professional¿s office indicated the implantable neurostimulator (ins) was implanted in 2005, however the manufacturer¿s information indicates the ins was implanted (B)(6) 2006 (not 12-apr-2015).

Event description:
It was noted that there was a discrepancy regarding the implant date: the patient's medical records provided by the healthcare professional's office indicated the implantable neurostimulator (ins) was implanted in 2005, however the manufacturer's information indicates the ins was implanted (B)(6) 2006.